Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, the patient experienced diaphragmatic stimulation. When the patient presented, loss of capture was noted on the right ventricular (rv) lead and high threshold measurements on the left ventricular (lv) lead. X-ray indicated that the rv lead had dislodged and while the lv lead was still in the target vessel it had moved more proximal. During the revision procedure, a space was noted between the rv suture sleeve and the puncture site. The rv lead was still secured in the sleeve; however, a large part of the lead was in the pocket. It was suspected the force of the rv lead in combination with the friction between the rv and lv leads resulted in the dislodgement of both leads. The rv lead was successfully repositioned. The lv lead was attempted to be repositioned with a guidewire with no success. The original puncture site could not be used due to fibrotic tissue. Therefore, a new puncture was made and a new lv lead was attempted. The original target vessel had thrombosis and the other options had poor measurements. After nearly two hours, the physician decided to place the lead in a proximal anterior vessel. The threshold measurements were high in all but one configuration. No adverse patient effects were reported..